Manufacturer narrative:
The device has not been returned. If/when there is more information provided, a supplemental report will be submitted.

Event description:
It was reported that the patient had a reaction to the extra silent nite. It is unclear when the patient received the device, the patient first used the device. However, it is noted that the patient experienced sensitivity and irritation to only top surface of tongue. It is further noted that the reaction began a month after wear.

Manufacturer narrative:
The device investigation has been completed and the results are as follows: DHR results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Supplier (erkodent) reviewed the associated material lot and confirmed no manufacturing deviation or abnormality. Additionally, erkodent reported no further complaints for this material lot. Lot# e-pro 3.0-11600 (erkoloc-pro) was manufactured from march 29, 2021 and was assigned an expiration of march 2024. Hardware: slcn 22111 was manufactured from march 18, 2021 and was assigned an expiration of march 2024. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: customer stated the device was being returned but to date has not been received. However, the non-visual device investigation has been completed. Root cause a root cause for this complaint cannot be explicitly determined. IFU 7322 rev 3.0 (silent nite instructions for use) provides warning in precautions "do not soak the device in mouthwash; denture cleanser, hot water or alcohol; do not wash the device with soap, toothpaste or mouthwash; do not dry the device with a blow dryer; do not store in direct sunlight". Use of the device may cause. · tooth movement or changes in dental occlusion. · gingival or dental soreness. · obstruction of oral breathing. · pain or soreness to the temporomandibular joint. · excessive salivation. Regular dental follow-ups are recommended to review any side effects to avoid device breakage, allergic reaction, irritation, or discomfort that leads to frustration or discontinuation of this therapy. It is possible that reactions could be caused by mouthwash, toothpaste, or soaking material. However, the customer did not provide the information regarding how the patient handled and maintained the device. Supplier erkodent reviewed the incident details and stated "the symptoms indicate an irritation triggering change on the upper splint or on the lingual edge of the lower splint (rough adhesion (e.g. Tartar), sharp edge or similar). There is little to suggestion an allergic reaction after one month, unless the change was chemical (e.g. New cleaning agent)." Glidewell research team and namsa conducted a series of testing on a similar thermoformed sleep device (haley) following iso 10993 (biological evaluation of medical devices) and the device was evaluated for potential cytotoxicity, skin irritation, delayed dermal contact sensitization and oral mucosal irritation. The haley test article was thermoformed with layers of erkodent material (erkoloc-pro and erkodur). The test results were listed below and summarized in biocompatibility report for haley sleep device (rpt 9733 rev 1.0). · for cytotoxicity testing, the test article extract showed no evidence of causing cell lysis or toxicity. · for skin irritation, there was no erythema and no edema observed on the skin of the animals treated with the test article. · for sensitization testing, the test article extracts showed no evidence of causing delayed dermal contact sensitization. · the test article showed nonirritant to the oral mucosa as compared to the control article. The device materials have been found to be biocompatible through the testing. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation found in any of the test articles. · for cytotoxicity testing, the test article extract showed no evidence of causing cell lysis or toxicity. · for skin irritation, there was no erythema and no edema observed on the skin of the animals treated with the test article. · for sensitization testing, the test article extracts showed no evidence of causing delayed dermal contact sensitization. · the test article showed nonirritant to the oral mucosa as compared to the control article. The device materials have been found to be biocompatible through the testing. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation found in any of the test articles additional information: b2, b5, d4, h4, h6 (type of investigation, investigation findings, investigation conclusions) corrected information: h6 (health effect impact code, medicatl device problem code) CAPA 23-006 manufacturer reference: (B)(4).

Event description:
It was also reported that the patient experienced cuts.